Manufacturer narrative:
This report is being submitted as a precautionary action in response to the user facility medwatch report. The availabe info does not meet the medwatch reporting criteria for mfrs in that there was no serious injury or intervention to preclude such an injury. In addition, there have been no previous similar reports which were related to a serious injury or intervention to preclude such an injury. The involved device was not returned for eval, which limits the failure investigation. A review of the complaint files confirmed that this lot has not been reported previously. Reserve sample testing from the same lot confirmed no evidence of any product malfunction or defect. Although the cause cannot be definitively determined, there is no evidence that the reported occlusion of the catheter tubing was related to a device defect or malfunction. The device labeling does not address occlusion of the sheath lumen. All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted in response to uf medwatch report, which was found on the maude database on 12/18/08. The event description states the following: "rn attempted to insert inner sheath into catheter and the catheter was occluded. The sheath could not be inserted, and the catheter couldn't be flushed." Follow-up communication with the user facility confirmed that the device was changed out prior to the start of the procedure. Therefore, there was no pt involvement.